Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - impact code problem code: f2201 biopsy/ code not available. H6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor in the morning, which bled more than usual for approximately 5-10 minutes. She used a paper towel to apply pressure and stop the bleeding. After the sensor warmed up, the readings were inaccurate, so the patient performed a calibration. The continuous glucose monitor (cgm) reading was 79 mg/dl, while the manual blood glucose (bg) reading was 103 mg/dl. The calibration brought the cgm reading into the expected range. In the evening, the patient began experiencing itching, not at the sensor insertion site on the outer side of the right arm, but on the underside of the right arm near the armpit extending to her elbow. She visited patient first primary and urgent care that evening due to the itching. There were no visible rashes or redness, just itchy skin. The patient mentioned that her dog had recently been treated for anaplasma, so she underwent a tick test, which came back negative. She was prescribed triamcinolone acetonide 0.1% ointment. After a couple of days, the itching persisted and spread from her elbow to her wrist, armpit, breast, and the back of her shoulder. On (B)(6) 2025, she contacted her family doctor because the itching was disrupting her sleep. She was prescribed methylprednisolone 4 mg to be taken over six days and hydroxyzine hcl 25 mg. The doctor could not determine the cause of the itching, so a skin biopsy was performed on (B)(6) 2025. The biopsy results are expected in two weeks. There is no rash or pain, but there are tiny bumps that can be felt when the patient runs her hand over the affected area. In the meantime, the following medications were prescribed: hydroxyzine hcl 25 mg (1 tablet per night), allegra 180 mg (1 tablet per night), zyrtec 10 mg (1 tablet per night), pepcid 20 mg (twice a day), betamethasone augmented 0.05% topical cream (twice a day). The patient mentioned that the itching is intermittent, and she also has a gluten allergy. At the time of the report, the patient was at home and feeling fine but still dealing with the itching and awaiting the biopsy results. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.